Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings:.pump was returned with moisture in the battery compartment and visible through display lens. Leak test failed due to a crack in the battery compartment along the side. Opened pump- moisture observed throughout pump casing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) battery compartment issue. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.